Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device operated as expected during laboratory analysis and the associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected.

Event description:
It was reported that this implantable pacemaker minute ventilation rate response was not as expected as well as the accelerator rate response. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported. This device was explanted and replaced due to normal battery depletion. This device was returned to boston scientific for analysis.